Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to inappropriate detection of atrial fibrillation (af) with rapid ventricular response (rvr) versus dual tachycardia events in the ventricular fibrillation (vf) zone. In addition, atrial undersensing was noted at times on the stored electrograms. The implantable cardioverter defibrillator (ICD)  and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.